Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) ruptured the aneurysm. The patient was treated with a ventricular shunt. The physician stated that the procedural complications were not related to the stryker coil. There is no further information available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Aneurysm rupture and patient retreat (patient complications) are known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, anticipated in nature; therefore, an assignable cause of known inherent risk of procedure was assigned to this event.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) ruptured the aneurysm. The patient was treated with a ventricular shunt. The physician stated that the procedural complications were not related to the stryker coil. There is no further information available.